Event description:
It was reported that undersensing was observed on the device. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.